Event description:
Customer received a discrepant troponin t result. The customer stated they repeat all critically high troponin t results. First result 0.148, second result 0.039, third result 0.148 ng per ml. All three results were accompanied by a data flag indicating value is above expected range). All repeats were on same analyzer. The sample was lithium heparin plasma with gel in a greiner collection tube. Erroneous patient results were not reported. The field service representative did not determine the cause of the discrepancies. He verified analyzer operation by performing performance tests and qc.